Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Gastro - "while using the clip applier they clipped but the clip applier opened when the surgeon tried to action it. More details/clarification to follow." Patient status - unknown. Note: after contacting the (B)(6), the pharmacist was unable to provide additional information regarding the event description.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon investigation, engineering was unable to replicate the customer's experience. On (B)(6) 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventative action report has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.